Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer initially reports tip broke off. On (B)(6) 2016 dealer report states device broke during first use on an extraction. Broken piece was removed, no harm done.

Manufacturer narrative:
On 07/05/2016 integra investigation completed. Method: failure analysis, device history evaluation results: failure analysis - periotome returned in used condition, not showing any unusual markings. The periotome shows wear and a broken tip. Without knowing how much pressure was used during the extraction, excess force applied to the tip of the instrument may have led to the tip breaking. This type of damage is typically the result of improper usage. The complaint is confirmed. Device history evaluation - nonconforming product report / nonconforming material report history: none. Variance authorization / deviation history: none. Engineering change order/manufacturing change order history: there is no applicable engineering change order/manufacturing change order history. Corrective action preventive action history: none health hazard evaluation history: none. Conclusion: the root cause has not been identified as a workmanship or material deficiency.